Manufacturer narrative:
Additional serial numbers: (B)(4). Additional lot numbers: id406, id407, id409, r178, r182, r186, r189, r190.

Event description:
This report summarizes 18 malfunction events. A review of the events indicated that twenty-two (22) patient samples tested on the echo lumena automated blood bank system produced inaccurate results. A review indicated that three (3) patient sample tests using the echo lumena automated blood bank system produced six (6) unexpected false negative results for the anti-e antibody; one (1) for the anti-c antibody; three (3) for the anti-c antibody; one (1) for the anti-fya antibody; two (2) for the anti-le (a) antibody; three (3) for the anti-k antibody; one (1) for the anti-s antibody and one (1) for the anti-e antibody. Four (4) instrument malfunctions produced inaccurate abo using the abo forward typing assay based on historical results for the patients; while producing inaccurate results for anti-b and two (2) inaccurate results for anti-a and one (1) for anti-d. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.